Event description:
It was reported that the pt experienced withdrawal following a new pump and catheter implant. Volume discrepancy was checked and the actual residual volume (arv) was greater than the expected residual volume (erv); arv: approx 17ml, erv: 38ml. A dye study was attempted, but they could not aspirate or push dye into pump. Pt was given a therapeutic bolus and there was a response; pt responded to a 2mg bolus. It was stated that the pt was to have a catheter revision today i.e. (B)(6) 2011. A f/u report will be sent if additional info becomes available.

Event description:
Additional information showed the catheter was kinked. At the revision, the hcp determined the catheter was still patent, and was able to draw back spinal fluid. It was stated the patient had great therapeutic effect since the revision and no volume discrepancies have been reported since.

Manufacturer narrative:
(B)(4).